Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, the patient's right ventricular lead exhibited abnormal lead measurements and was concluded to have been dislodged. It was noted that the patient was not symptomatic to the dislodgment event. The lead was explanted and replaced. The patient's condition was stable after the procedure.

Event description:
New information noted that the lead exhibited high pacing thresholds, low impedance values, and was undersensing.

Manufacturer narrative:
This report is related to related manufacturer reference number: 2938836-2019-12195.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.